Event description:
Information received by medtronic indicated that the insulin pump screen has black screen and the screen was all dark. Customer stated that they pressed the buttons without success. Customer stated that the buttons do not respond to the commands to access the menu. The insulin pump alarmed pump error alarm and the keyboard was still unresponsive. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Received pump with unresponsive keypad, left key and return key not responsive. Pump passed the self test, displacement test, test, sleep current test, and active current test. No unexpected power loss alarms/alerts/anomalies noted during testing. No blank display anomalies noted during analysis, blank display not confirmed. Successfully utilized thus to download history/trace files. The following power alarms/alerts were noted on event date: power loss alarm [6] on 08/19/2022 at 23:48:39.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Keypad overlay was peeled and found no damage to keypad traces however found moisture damage j1 connector on pcba 1 and keypad flex connector. Confirmed pump error 68 on 08/19/2022 at 05:33:20.000 p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on pcba 1 and keypad connector. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label missing, and end cap address label missing. No blank display anomalies noted during testing, blank display not confirmed. Unresponsive keypad confirmed due to moisture damage on keypad connector. Pump error 68 confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.